Manufacturer narrative:
Concomitant medical devices: product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that during stage 1 implant surgery the lead was only placed in the patient's brain for a few minutes while testing intraoperatively. The lead was moved laterally during the surgery and this was when the surgeon noticed blood or fluid "inside" the lead tip. The fluid was inside the lead near the contacts and the cause was not determined. The lead was pulled out and a different lead was used. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the lead, lot #va0wjgz, found the distal end had inadequate adhesive in electrode slot #0. There were also suspected body fluids in the lead at the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.